Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon device interrogation, the patient's right ventricular lead exhibited episodes of noise resulting in pacing inhibition and it was also noted that pacing impedance was low. No adverse patient consequences were reported due to the noise episodes and impedance issues. The lead was capped on (B)(6) 2019 and replaced. The patient's condition was stable throughout the procedure.